Event description:
Spontaneous call from patient to report faulty cassette. Patient states she rotates her pumps with every mix and tonight when she was doing her mix the pump will go past self test. Patient promptly made another cassette and she was able to infuse without any issues. Patient was unable to retrieve the lot number of the cassette. Sn(B)(4) is in use without further issue to with new cassette. Patient did not report any side effects or changes in breathing status at the time of call. No other details known. Product lot number and expiration date were systematically retrieved from the dispensing system. No add'l info details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining?, is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.